Event description:
While doing a lap appy with md, we opened the stapler part number: psee45a, lot# r9495j. The scrub technician tried to open the stapler. The stapler stalled and would not open. She tried several things to get it to open and it would not. Md asked me if we had anyone available who knows about the staplers that could help the surgical technician. I called another technician on the vocera and asked her if she could come help the surgical technician. She said yes and came into our room. The surgical technician was showed what was wrong and after a few suggestions the stapler was still not able to open. We determined the stapler was faulty and opened another one which worked fine.